Manufacturer narrative:
The tech found the casters were worn. He replaced the casters to repair the bed.

Event description:
Info received indicates the casters ratchet from side to side when in brake.